Event description:
An ophthalmic surgeon reported that the blade of a knife was dull while making the incision during surgery. The knife was unable to cut the tissue. An alternate knife was used to continue the procedure. There was no impact to the pt. No additional info is available.

Manufacturer narrative:
A sample has been received by the affiliate, but has not yet been received by mfg qual assur for evaluation. Photos of the sample have been provided to mfg qual assur for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tops and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).